Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention for an event reported under MFR. Report# 3006705815-2017-07333 and 3006705815-2017-07342. During the procedure, the patient ipg became inoperable due to electrocautery being used. As a result, the patient's ipg was explanted and replaced.